Manufacturer narrative:
The ivd and the lead were not returned for analysis. The analysis is therefore based solely on the returned device data. The available data were analyzed. The analysis showed that the therapy functions of the ICD were activated on (B)(6) 2015 and have been continuously active since and beyond (B)(6) 2015. The data also showed a drop in the left-ventricular pacing impedance since (B)(6) 2015 and stronger right-ventricular impedance vacillations since (B)(6) 2015. In addition, the documented sensing amplitudes were analyzed. The analysis showed a drop in the right-ventricular sensing amplitude from 22.6 mv to 6.5 mv since (B)(6) 2015, and a drop in the left-ventricular sensing amplitude from 24.2 mv to 8.4 mv since (B)(6) 2015. The available iegms from (B)(6) 2015 were checked. In episode 2, a specification-conforming tachycardia detection due to intrinsic signals was noted in the programmed vt1 zone, in response to which the ICD delivered atp therapies in accordance with its programming. In episode 3, a vt was repeatedly detected by the ICD, and atp therapies were delivered. The iegms of the episode show very low sensing amplitudes. In combination with the programmed sensitivity, this led to undersensing, and therefore there was no further detection in the vf or vt zone, and no shock was delivered by the ICD. Based on the available data, the cause for the low sensing amplitudes cannot be determined. However, there were no indications of a device malfunction. If additional relevant information should become available, the incident will be updated.

Event description:
Ous MDR - it was reported that the patient had ventricular fibrillation and needed to be resuscitated. The ICD had not detected the ventricular fibrillation. An rv lead revision was performed, as well as an exchange of the OEM lv lead.